Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. Root cause of broken grip cable is attributed to a component failure. The prograsp forceps part# 471093-11 / lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 9 use remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that a fragment from the instrument possibly fell inside the patient during a da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.